Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received with battery voltage above elective replacement indicator (eri) level. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion on the pacemaker. The physician elected to explant and replace the pacemaker. The patient condition was unknown.